Manufacturer narrative:
Concomitant medical products: product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 04-nov-2016, UDI#: (B)(4). Date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported on an unknown date approximately 5 years post the index procedure follow-up CT identified a type iiib endoleak with aneurysm sac expansion noted. A re-intervention to treat the type iiib endoleak was performed during which the physician implanted a non-medtronic stent graft to re-line the endurant stent graft. The intervention was successful and the endoleak was resolved. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported type iiib fabric and type ii endoleak, with aaa diameter expansion was confirmed; however, the exact cause of the type iiib endoleak could not be determined from the films provided. Films at 42 months post-implant revealed contrast outside the anterior of the contra limb near the bottom of the sac, ~15mm below the level of the contra gate ring, which appeared most likely to be a type iiib endoleak coming from a fabric tear. The cause of the tear was most likely fabric abrasion from aortic calcification which was seen in the films to be in close contact with the contra limb near the location of the endoleak. It is likely that both the type iiib and type ii endoleak contributed to the aaa expansion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the aneurysm expansion seen in 2017 was also attributed to a ''pinhole'' type iii endoleak from the contralateral limb as well as the type ii endoleak. Further follow up following the intervention procedure for coiling of the ima showed continuing aneurysm expansion which was attributed to the persistent type iii endoleak. There was no issue with the bifurcated stent graft. If information is provided in the future, a supplemental report will be issued.